Event description:
The customer reported via telephone that they were transported to the emergency room by emergency medical services and subsequently hospitalized due to a low blood glucose of 40 mg/dl and loss of consciousness on february 19, 2021. The customer reported being treated with glucose tablets and glucagon. The customer alleged over delivery of insulin stating because his health care provider said so. The insulin pump failed the self-test twice due to receiving a low level failure alarm twice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to event in summary narrative was missing which has been provided in section b5 with this report. Date of event information has been updated and provided with this report in section b3. Harm code of loss of consciousness has been updated in section h6 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 40 mg/dl. The user alleged the insulin pump was over delivering insulin due to hcp said so. Customer reported symptoms of low blood glucose was unconsciousness. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.